Event description:
It was reported that there was white adhesion in the oversleeve, resulting in poor passage. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of foreign material is confirmed; however, the root cause could not be determined. The product returned for evaluation was a 4fr groshong nxt clearvue two-piece connector assembly. What appears to be a sticker was adhered to the distal connector piece. No obvious evidence of use residue was observed. Microscopic inspection of the distal connector piece confirmed the presence of what appears to be a sticker. The material was partially covering the hole on the distal connector. It could not be determined where or when the foreign material was adhered onto the distal connector. Therefore, this complaint is confirmed as ¿cause unknown¿ at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that there was white adhesion in the oversleeve, resulting in poor passage. There was no reported patient injury. No other information was provided.